Event description:
It was reported that during insertion, when torque was applied to the guiding catheter (gc), force was exerted on the junction between the hub and the gc, causing the catheter to kink. A new catheter was used and the procedure was completed successfully. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture this event as non boston scientific product, thus this observation no longer meets the definition of complaint criteria. Amending MDR decision to MDR=no report.

Event description:
It was reported that during insertion, when torque was applied to the guiding catheter (gc), force was exerted on the junction between the hub and the gc, causing the catheter to kink. A new catheter was used and the procedure was completed successfully. No adverse patient effects were reported.